Event description:
During preventive maintenance testing at the hosp the pump did not detect air in the IV tubing. Reportedly, the pump was tested with an air gap up to three inches in length. There was no pt involement.

Manufacturer narrative:
Evaluation summary: the infusion pump was evaluated by baxter healthcare. Device initially failed to detect air 6 out of 13 test trials. Then once device was opened to monitor the signal levels, the device no longer failed to defect air even after multiple attempts. Since the calibration can not be cheched without changing it. The failure may have been an intermittent failure of the circuit board, sensor, or bacling since the initial failure intrument failure mode is a rare event and has not been reported or obersed proviously.